Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels of 40 mg/dl. Reportedly customer recently lost weight, and had an increase in physical activity, and required less insulin; however did not update basal rate settings in response. Bg was addressed via carbohydrate consumption. The customer was instructed to consult with healthcare provider regarding bg level.